Manufacturer narrative:
The elecsys troponin t gen 5 stat reagent lot number is 869594, and the expiration date was not provided. Sample 2 was not spun before initial testing and was found to have higher lipemia than the initial sample. The qc was passing on the date of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results from the cobas 6000 e601 module for three samples for one patient. Sample 1's initial result was <6 ng/l, accompanied by a data flag. The first repeat result was 17.23 ng/l another repeat result was 18.48 ng/l. The repeat results on another e601 were 16.63 ng/l and 16.31 ng/l. Sample 2 was collected after one hour. Sample 2's initial result was 63.96 ng/l. It was provided that the sample was not spun. The repeat result was 63.96 ng/l again, and the customer spun the sample and then repeated it. The repeat results were <6 ng/l, accompanied by a data flag, and 11.37 ng/l. The repeat results on another e601 were <6 ng/l, accompanied by a data flag, and 10.95 ng/l. Sample 3 was collected after three hours. Sample 3's initial result was <6 ng/l, accompanied by a data flag. The first repeat result was 8.34 ng/l. Another repeat result was 8.74 ng/l. The repeat results on another e601 were 7.03 ng/l and 8.4 ng/l. The repeat results were deemed to be correct. The samples were repeated after the doctor called and questioned the results due to the initial results being inconsistent.